Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the initializing device manager page. A field service engineer (fse) powered off the helmer fridge and the station, then restarted the helmer fridge followed by the station. After rebooting, the system successfully launched into the application. A fault was indicated on auxiliary drawer 7, and the system did not detect the cubies in row c or d. The fse reseated the row board cable and restarted the station, after which all devices were recognized. The fse ran the hardware test application (hta), removed debris, and checked all connectors to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was stuck on initializing device manager page. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.